Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2012.

Event description:
It was reported that the patient was pre syncopal. A polarity switch occurred on the right ventricular (rv) lead due to high, out of range pacing impedance and the lead also had high thresholds. There was suspected intermittent loss of capture on the rv and left ventricular (lv) leads. The rv lead was capped and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.